Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device was plugged in during unit education and main display showed 5.5 hours of battery life. Upon unplugging the device, it displayed "very low battery, less than 5 minutes remaining" warning and then powered off immediately and entered "watchdog state" characterized by a red arrow icon flashing above the system "on" key and a continuous audible tone. The device continued to enter the watchdog state throughout the day during rounding. The device tagged to be sent to biomed at end of the day and was not returned into a patient care area. There was no patient involvement.